Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck was 29mm; the diameter of the aneurysm entry was 21mm. The proximal neck length was 20mm. It was reported that during the index procedure final angiography noted a type ia endoleak. The physician performed touch up; however, the endoleak was reduced but not resolved. No additional treatment will be performed. The physician attributed the cause due to the angulation of the proximal neck (degrees unknown). No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).